Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional tests without duplicating the report. The batteries and pads were not returned for testing. It was recommended that the customer replace the batteries and reset the coulomb counter as a precaution. The device will be recertified and returned to the customer. Review of the logs found no critical errors. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.